Event description:
Measurements for this rv lead could not be obtained. A chest x-ray revealed that the lead had dislodged. The lead was successfully revised on (B)(6) 2010 and all records indicate it remains actively implanted. Should additional information become available, this event will be updated.